Manufacturer narrative:
Interrogation of implantable pump serial number (B)(4) revealed the device had been programmed to deliver 10.0 mg/ml of morphine at 0.061 mg/day. Evaluation of the device revealed multiple low battery resets had occurred and a voltage related elective replacement indicator (eri) or end of service (eos) state, both with an undetermined cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. It was reported the pump was explanted and replaced on (B)(6) 2017 for the normal elective replacement indicator (eri). It was reported there were no adverse events associated with the replacement. The patient's indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.